Manufacturer narrative:
Pc-(B)(4). Date sent: 7/12/2023 d4: batch #984a64 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the closure trigger broken, the anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. In addition, the nozzle distal and release button were received loose inside a plastic bag, the handle shroud was received opened and the articulation condition was noted to be bent. One gst60w reload was loaded in the device. The reload was received fully fired. Also, a clip was found lodged behind the knife and nicks were noted on the knife, resulting in the firing mechanisms jamming. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. Possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 984a64, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. A manufacturing record evaluation was performed for the finished device lot/batch number, x9645r, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they cannot open the jaw after finishing the stapling process. (Stock at the 4th stroke return knife step) indicator did not return to "0". Surgeon tried to open jaws by using the manual knife switch, but still can't open the jaws. Surgeon pressed the release button and forced to open the jaw, resulting in the part of rotation nozzle was fallen. Then device was removed from patient. No patient consequences reported. No further information is available.